Event description:
A customer reported a footswitch on a cataract system had problems during a procedure. The surgery was completed with the same equipment. There was no pt harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be field as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).